Manufacturer narrative:
Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify pump error 35 due to critical pump error. Device received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay. Unit received with missing display window cover. Device received with faded serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer reported they received the open book image on the insulin pump screen. Customer stated that they was not doing anything when the alarm occurred. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.